Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v884066, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) reported that the patient's system was completely removed because the physician who implanted it implanted it wrong. The system was removed due to incorrect placement. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.